Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The plumset was being used to deliver normal saline at an unspecified rate. The customer contact reported that when the nurse was disconnecting the pt's plumset from a j-loop tubing set the distal tip of the option-lok male adapter of the plumset got stuck. At that time, it was reported the nurse wiggled the option-lok male adapter and the tip of the option-lok male adapter broke off. The tubing sets were replaced without incident. There was no reported adverse pt effect and no reported delay of therapy critical to the pt. No medical interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.